Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) delivered inappropriate bursts of anti-tachycardia pacing (atp) due to oversensing of noise in the shock channel. Reportedly, after the las atp was delivered, the patient's rhythm accelerated to a ventricular tachycardia (vt). Subsequently, the patient's vt was converted with a tachy shock. Technical services recommended to reprogram onset and stability and make sure the patient is taking rate control medication. This implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report was submitted as "e0601 - arrhythmia" patient code was excluded from the initial report. Upon receipt at our post market quality assurance laboratory, this implantable cardioverter defibrillator (ICD) was thoroughly inspected and analyzed. The baseline testing completed on the device found no failing conditions. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) delivered inappropriate bursts of anti-tachycardia pacing (atp) due to oversensing of noise in the shock channel. Reportedly, after the las atp was delivered, the patient's rhythm accelerated to a ventricular tachycardia (vt). Subsequently, the patient's vt was converted with a tachy shock. Technical services recommended to reprogram onset and stability and make sure the patient is taking rate control medication. No additional adverse patient effects were reported. This ICD remained in service and was eventually explanted and replaced due to therapy upgrade and returned for analysis.

Manufacturer narrative:
This supplemental report was submitted as "e0601 - arrhythmia" patient code was excluded from the initial report.

Event description:
It was reported that this patient's implantable cardioverter defibrillator (ICD) delivered inappropriate bursts of anti-tachycardia pacing (atp) due to oversensing of noise in the shock channel. Reportedly, after the las atp was delivered, the patient's rhythm accelerated to a ventricular tachycardia (vt). Subsequently, the patient's vt was converted with a tachy shock. Technical services recommended to reprogram onset and stability and make sure the patient is taking rate control medication. This implantable cardioverter defibrillator (ICD) remains in service and no additional adverse patient effects were reported.